Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the welded screws often break and then there isn¿t enough tension in the handle to get the adaptor off. The targeting guide slowly becomes out of alignment due to the heat from sterilization and the pounding and torque of the jig . Secondly, some green letters on the jig and some with orange when in position 3 miss the subtalar screw every time. No additional information is available.